Event description:
It was reported the connection next to the +a- (atrial) point is broken. The external pulse generator is expected to be returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found that the atrial output connector was broken. It was also noted that all bails and bail covers were missing and the incoming functional test failed due to defective super capacitors. The unit was cleaned and inspected. The atrial output connector and super capacitors were replaced and new bails and bail covers were installed. The device then passed final functional tests. If information is provided in the future, a supplemental report will be issued.